Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements of 2298 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the information available. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.